Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the emergency medical room was dispatched due to low blood glucose level and seizure. Customer had blood glucose level of 59 mg/dl. Customer was treated with food. Customer was using auto mode. Customer stated that the insulin pump had hardware low level failure alarm during self test. Customer was able to clear alarm. Customer was able to complete rewind. The insulin pump will not be returned for analysis.